Manufacturer narrative:
The original battery cap twists properly into the battery tube threads. The test battery cap remained in place. No damage was noted to the original battery cap. The insulin pump communicated properly with the glucose sensor simulator and the transmitter. The blood glucose meter alert functioned properly. No calibration error alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display widow, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed low battery alert. Customer stated that they experienced high blood glucose levels. Customer's blood glucose reading was 489 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.